Event description:
It was reported that during a gastric bypass procedure, the device would not staple but cut. They used another like device to complete the procedure. There was no adverse pt consequence.